Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose level was 515 mg/dl. Customer was wearing the pump at the time of the hospitalization. Customer is still in the hospital on an insulin drip. Customer had no delivery alarms in the alarm history. Nurse stated that the cannula was not bent or occluded. Customer was advised to change the entire set, reservoir, and insulin. It was stated that the pump is working at this time. Pump passed the priming test. No further assistance needed.